Event description:
The customer reported via phone call that the insulin pump only worked one day that week. Her blood glucose level was high all week. Customer's blood glucose level was 467 mg/dl. The customer felt light headed, her mouth was extremely dry, was nauseous, and had abdominal pain. She treated her blood glucose using the insulin pump. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.